Manufacturer narrative:
Clarification to b3 date of event: partial date 2020 clarification to d6a implant date: partial date was provided as "2005/2006". Device information has been received and the device was manufactured in july 2005, so the partial implant date has been set to reflect august 2005 for the earliest point in the reported timeframe. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed an opening assessed as an unidentified (tear) opening and missing plug strap observed assessed as inconclusive as per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d1, d4, d6a, d9, h3, h4, h6, h11.

Event description:
Patient reported left side deflation and "the material that holds the saline its instilled in both of the breast". Later, healthcare professional confirmed left side deflation. Device has been explanted and replaced.

Event description:
Patient reported "deflation" and "the material that holds the saline its instilled in both of the breast". Later, healthcare professional confirmed "deflation". Affected side is left. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, h6.

Event description:
Device has been explanted and replaced.